Event description:
The nail holding bolt for the t2 tibia cross-threaded onto the targeting arm and as a result, could not be used.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.